Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The physical condition of the device showed damaged downstream occlusion (dso) seal and scratched lens. Functional test was performed, and the primary problem was not duplicated. The dso sensor will be replaced as a precaution. It was determined that the device did not hold data, and the printed wire assembly (pwa) board will be replaced.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was returned for analysis. Visual inspection showed a damaged dso seal and scratched lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test and occlusion test were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the dso sensor and pwa were replaced as a precaution. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette not inserted alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.